Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/1/2025 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 1/1/2025. The user experienced a severe hypoglycemic episode during the night after having snacks at a new year's eve party and making a meal announcement. Around 3 am, their blood glucose dropped to the 40s mg/dl, and they began convulsing. The user's wife called 911, and emergency medical services responded. The user was treated with orange juice and taken to the ER. Despite the ilet device alerting for low blood glucose, the user lost consciousness and was unable to self-correct. The user was admitted to the hospital and was discharged later that day (1/1/2025). Upon follow-up, the user expressed concern about their ilet usage. Ilet engineering logs indicate the user made five consecutive meal announcements, though the user does not recall doing so. The user was advised on the option of a limited access code and planned to consult their healthcare provider (hcp) before making a decision on continuing pump use.